Event description:
The customer observed imprecise vitros tropl es results for two pt samples processed on a vitros eciq system. Biased results of the direction and magnitude observed could lead to inappropriate physician action. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that the customer processed the samples in question as part of their calibration verification procedure following a routine calibration. Ocd field service investigated on 2 sept and made necessary repairs to the reagent metering subsystem of the vitros eciq. Following the service activity, acceptable performance was observed until 20 sept when the customer again observed imprecise vitros tropl es results on both pt samples and a system precision test. The root cause of the imprecise vitros tropl es results is unk, however, analyzer performance cannot be ruled out. The investigation is on-going.